Event description:
Pt was participating in a diabetic class and informed instructor that her blood sugar readings in her machine have been extremely high, although she had no symptoms that would indicate high blood sugar. Pt showed instructor blood sugar readings for the week ranged from 260-500 range. The pt performed a finger stick with her personal glucometer and the result was 451mg/dl. The pt was taken to outpatient clinic to verify the glucose result. The glucose reading utilizing the clinic machine was 162mg/dl.